Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with foreign body sensation on the right eye. The patient¿s chief complaint was of halos, glares, and shadows with blurry vision. The patient indicated regretting having the lasik treatment and was upset. A flap lift and rinse was performed and a contact lens (bcl) was placed. The surgery center indicated after the bcl was removed, the visual acuity improved from 20/150 to 20/30. Bcva from (B)(6) 2017: right eye pre-op 20/20 -5.50 x .00 x 90, left eye pre-op 20/20 -5.25 x -.50 x 10. Bcva from (B)(6) 2018: right eye post-op 20/20 -1.25 x -1.50 x 75, left eye post-op 20/20 .00 x -.25 x 148.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.